Event description:
Affiliate received letter from their medicines and healthcare products regulatory agency concerning the potential for the drip chamber to become blocked if the reservoir is temporarily laid down and the fluid enters the vent. Info appeared in journal "neurosurgery, volume 52, number 3, paages 619-623, march 2003."